Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl and lost consciousness. Paramedics were called and customer was treated with glucose injections. Reportedly, the pump delivered all the insulin from the cartridge without user request. Tandem technical support performed troubleshooting and determined that the entire cartridge was not delivered. Customer discussed the alleged issue with a health care professional (hcp), and hcp determined the pump basal rate needed to be adjusted. In addition, the customer performed the load process multiple times and potentially inadvertently performed the load fill tubing sequence while connected to the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.